Event description:
It is reported that the surgeon was unable to properly insert the articular surface. After several attempts an additional surface of the same size was opened and easily inserted.

Manufacturer narrative:
This report will be amended when out investigation is complete.